Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 11/08/2016 that on (B)(6) 2016, there was a bluetooth connection issue between the transmitter and the g5 mobile application. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth connection was not confirmed via data. A root cause could not be determined.